Manufacturer narrative:
Concomitant product: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
The consumer reported that the clip on the external neurostimulator (ens) came apart, so he had been placing it in his pocket. It was also noted that his wire got caught and disconnected from the twist lock connector, after which he no longer felt stimulation. The patient's wife reattached the connector and then he felt stimulation again. The patient had some initial problems, but these worked out.